Event description:
Device malfunction: none. Symptoms/ae: in-stent thrombosis. Time of symptoms/ae: upon checking final result by angiography. It reported that a patient experienced in-stent thrombosis following left carotid acculink stent implantation performed in 2006. The acculink was implanted due to left carotid restenosis post tea some years earlier. The procedure was non-problematic and was reportedly performed according to information for use recommendation for both accunet and acculink. Viatrac balloon catheters were used for pre and post dilatation; the stent was placed and the accunet had already been removed. Upon checking the final result by angiography, the physician discovered an in-stent thrombosis. The thrombotic material was dissolved within a couple of minutes of discovery, by injection of a high dose of thrombolytic agent. Additionally, the patient was given oxygen during the thrombolysis. Additional information is unavailable.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.